Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: it was reported that 25g cannula was assembled with a 27g hub. To aid in the investigation, five plastic bags were received with multiples samples for evaluation by our quality team. Samples were taken randomly and measured for the od confirming the needle is a 25g. No other defects or imperfections were observed during this inspection. A device history record review was completed for provided material number 301643, lot number 8145517. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Three years of the complaint trend for product 301643 was analyzed and this is the first complaint for this symptom. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. Line clearance. This defect can occur if line clearance was not properly performed during manufacturing. An extra reviewer has been added to the line clearance process to mitigate these escapes. Rationale: CAPA not required at this time.

Event description:
It was reported that needle ns 27ga 1in blt sq grd w/o shld had incorrect label information. This occurred on 34 occasions. The following information was provided by the initial reporter: it was reported that 25 ga cannula was assembled with a 27 ga hub.